Event description:
It was observed during device evaluation, that the colonovideoscope had corrosion on the light guide lens and white foreign material in the air/water channel and cylinder. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the most likely cause of the foreign material in the scope and corrosion on the lens was unable to be determined. The foreign material in the scope can be detected/prevented by following the instructions for use which state: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.